Event description:
On (B)(6) 2011, pt reported having issues with the infusion device. Pt stated that there have been times when the up and down button on the infusion device did not respond to him. Pt reported the issue is intermittent. Pt stated the buttons work, but sometimes they don't. Pt reported it is mostly the up arrow button that does not respond. Pt stated he noticed the issue while attempting to bolus. Pt reported the buttons pop back out. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.